Event description:
During an in clinic follow up, that patient noted discomfort when raising his left arm. Upon interrogation, episodes of noise resulting in oversensing and inappropriate mode switching were noted on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. During the ra lead replacement procedure, lead insulation damage was noted. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of sensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impressions. The cause of the external insulation abrasion was consistent with friction to device can and reported events.